Event description:
The service report shows the customer stated that the audible alarm was not functioning. The nellcor puritan-bennett customer support engineer (npb cse) could not verify the reported condition. The npb cse replaced the main power switch, front panel pcb and alarm assembly as a precaution. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.